Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. As received, the device telemetry communication and output were normal. The device battery was found above the elective-replacement level with appropriate remaining longevity. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.